Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient has been having issues with the animas pump received in (B)(6) 2015. The pump allegedly failed twice on her sending patient to the hospital twice. Reporter wishes to switch to a competitor pump. Patient has been off the pump for months. This complaint captures the second of the two hospitalizations.